Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had received an insulin flow blocked alarm. The even was resolved by changing the complete infusion and reservoir set. The customer's blood glucose during the incident was 409 mg/dl. They treated with the insulin pump. The device will not be returned for analysis.